Event description:
The atherectomy was completed and the pt complained of back pain. The cardiologist examined the artery and found that there was a perforation of that artery, which lead to a cardiac tamponade. The provider immediately put a balloon in the artery to stop the bleeding because the blood pressure was dropping. The cardiologist performed a pericardiocentesis and removed approx two liters of blood. After the emergency pericardiocentesis was completed, the cardiologist again returned to place another stent at the site of perforation in an attempt to seal the leak that was completed successfully. A mandatory report sent to MFR on 08/18/2017 in regards to the pt's serious injury (hemorrhagic shock and increased level of care) that this device could have contributed to. This pt died on (B)(6)2017, after being transferred to an outside facility for consideration of a mitral valve procedure but eventual transitioning to comfort care. This report is being sent to alert the FDA of a device event that could have contributed to a pt death.